Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported unknown side ¿hair loss¿, ¿hormonal imbalance¿, ¿infertility¿, ¿pain in the chest¿, ¿respiratory troubles¿, ¿dry eyes¿, ¿weight gain¿, ¿anxiety¿, ¿skin problems¿, ¿skin rashes¿, ¿pain in joints¿, ¿pain in muscles¿, and ¿mobility troubles¿. These events are not device related. Healthcare professional also reported ¿capsular contracture.¿ the device has been explanted.

Event description:
Healthcare professional reported unknown side ¿hair loss¿, ¿hormonal imbalance¿, ¿infertility¿, ¿pain in the chest¿, ¿respiratory troubles¿, ¿dry eyes¿, ¿weight gain¿, ¿anxiety¿, ¿skin problems¿, ¿skin rashes¿, ¿pain in joints¿, ¿pain in muscles¿, and ¿mobility troubles¿. These events are not device related. Healthcare professional also reported ¿capsular contracture.¿ the device has been explanted.